Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "during the insertion of an epidural catheter, the fixation part (junction hub) malfunctioned. After insertion, the catheter self-retracted and then detached completely from the fixation part. A second kit was used to remove another fixation part. There were no consequences for the patients, apart from a slight delay in treatment".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter with no evidence to indicate a manufacturing related issue. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time.

Event description:
It was reported that "during the insertion of an epidural catheter, the fixation part (junction hub) malfunctioned. After insertion, the catheter self-retracted and then detached completely from the fixation part. A second kit was used to remove another fixation part. There were no consequences for the patients, apart from a slight delay in treatment".